Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The bolt holding the h-block broke off the chair into the rear frame. He states the part sheared off inside the tube.